Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast lumpectomy, while suturing, the back half of the needle was broken. The operator replaced with sutures and it was explained to the clinic the precautions for using sutures to resolve the issue. There was no patient injury.